Event description:
One pt, male, with discrepant sodium results. Repeat results occurred on same analyzer. Initial result not reported, pt not adversely affected. Initial sodium result 129 mmol/l, repeated 6 times giving results of 134, 136, 131, 134 136, and 135 mmol/l. The field service rep found the cause of the discrepancy to be cracked electrodes were replaced.